Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Event description:
Upon further information, allergan has determined that the reported device is not PMA approved. Thus, the event is not reportable to the FDA.

Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported ¿in 2017 I had an allergan prosthesis fitted and there was a contracture, I had a new operation to change the prosthesis plan (subgladular to submuscular) a year later." This record is for the right side. The device was explanted and replaced.